Event description:
It was reported that the patient never had therapeutic effect. The patient was disappointed with their device since implant. The patient was still in the bathroom all the time and still had to wear a pad and wet all the time. The patient¿s health care provider (hcp) said maybe this wasn¿t the right device for them. The patient had also met with the manufacturer representative a couple of times. It was noted that for 5 years the patient had tinnitus, a constant ringing in the ear, and when they took medication it got louder. It was further reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had done all of this and was still in the bathroom every hour. The patient wanted some one on one to get this thing to work. It was like a glass of water in and a glass of water out.

Event description:
Additional information received reported that the patient was not that happy with the manufacturer. The patient had been back to see their health care provider (hcp) and had consulted with the manufacturer representative. The patient had been with the hcp¿s nurse and it was still ¿glass of water in, glass of water out.¿ the patient didn¿t know what else to do. The patient¿s hcp was considering botox. The patient was holding out because it was not permanent. The patient could not take any medications because of their tinnitus and it really affected their sound. The patient would appreciate any help and knew the leads were in the correct place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they did not know the cause of the issues but that their x-rays from the back operation showed it was connected on the left s4 nerve. It was suggested that it be placed on s3 or s2 nerves on both sides. Consumer reported they always felt it was not helping that much. They turned it off and can see no difference. Consumer reported if it would really help they would like to have it put on the nerves suggested. No further complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3093-28 lot# va01khv implanted: (B)(6)2012 : product type lead product ID 3093-28 lot# va01khv implanted: (B)(6)2012 product type lead product ID 3093-28 lot# va01khv implanted: (B)(6) 2012 product type lead product ID 3093-28 lot# va01khv implanted: (B)(6)2012 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's healthcare provider (hcp) noticed the lead wire was not hooked to the best possible nerve. Patient reported they had difficulties with the therapy, they were starting to leak at night and was in the bathroom every 1.5 hours since implanted. Patient had adjusted stimulation up only since implant on program 1, but it was painful. Patient had terrible pains on their right side. Stimulation was currently on program 1 at 1.7. The program was changed to program 2 at 4.7 and the patient thought they were feeling stimulation in their toes. Patient then changed to program 3 at 4.1 and patient was decreasing stimulation on the left side around their waist. Patient reported that on program 1, since implant they got a hot feeling at the ins site when they increased stimulation. Patient could not increase any higher on program 1 without it being painful. On program 4 at 5.4 the patient reported they were feeling stimulation in their bicycle seat area. Patient was redirected to their healthcare provider to have their ins and lead checked. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID; 3093-28, lot# va01khv, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# va01khv, implanted: (B)(6) 2012, product type: lead. (B)(4).